Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred. A double stop was performed. The case was completed with cryo. Diaphragm movement was confirmed by fluoroscopy but was weaker than prior to the ablation. No further patient complications have been reported as a result of this event.